Event description:
Dr. (B)(6) ordered a biopsy for my father (B)(6) on (B)(6) 2021 that showed a cancer. He needed to have his kidney and adrenal gland removed. He used a recalled CPAP machine during the 11 year time span when the manufacturer, philips, knew--but did not report that the foam inside could break down into gases and particles that cause cancer. My mother and I observed black specs in his CPAP machine tubing but did not know at the time that it was broken down foam coming from inside the machine. Exact model information was sent directly to philips as part of the recall. The age specified above (79) was his age at the time of the biopsy finding the cancer. (B)(6) full medical history would best be provided by his physician. (B)(6) current prescription list would best be provided by his physician. (B)(6) current supplement list would best be provided by his physician.